Event description:
Report received of a dilaudid solution being empty earlier than expected. The homecare pt was receiving dilaudid 1mg/dl for pain management therapy. The pump was programmed to deliver a volume of 100ml in the continuous mode at a rate of 1.2mg/hr and a bolus dose of 0.5mg every 15 minutes. It was reported that the bag of dilaudid was "empty earlier than expected". The customer stated that the bag was empty but the pump display indicated that only 78ml of the expected 100ml had infused. The spouse who is caring for the pt noticed that the pt was restless and in pain. The spouse then checked the bag of solution and found the bag empty. The pump did not alarm. The spouse hung a new bag of dilaudid and called the customer, who replaced the pump. There was no reported adverse effect to the pt. Though requested, no further info was available.